Event description:
Subsequent to the initial medwatch report, returned device analysis revealed one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. The reporter was contacted and the following additional information was received: the physician was aware of the anterior cuff tab detachment. The physician was able to remove the detached cuff easily with forceps with little delay.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported cuff miss. Additionally, inspection of the returned device revealed that anterior cuff-to-needle tip detachment occurred. Cuff tabs measure one one-hundredth (0.01) of an inch square. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6fr sheath, after a peripheral angioplasty procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.